Event description:
General report rec'd of two incidents of air in the manifold of monitoring kits. It was reported that prior to pt use, contrast media was drawn into the syringes and air was noted in the syringes. The customer contact indicated the syringes were replaced and the unspecified procedures were completed. There was no reported adverse pt effects and no medical interventions required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all info known by the rptr upon query by hospira personnel.